Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed, did not identify any abnormalities that could have contributed to the reported condition. The image did not show the complete set; however, in what was visible, it was noted that all the parts were correctly assembled. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that alburetrol solution set had a connection issue between the spike and non-baxter solution bag which resulted in a fluid leak. This issue was further described as, ¿the connection port of the buretrol, it was evident that the spike did not stick to the bag, which caused the liquid to spill out. Spike too short¿. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.